Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a craniotomy surgical procedure, it was observed that the electric handpiece device and console device appeared to be running slower than expected while in use together. The reporter stated that the surgeon complained that it took longer than normal to turn the cranial flap and noted that the device was not trimming the flap as easily as it normally does. It was noted that this was the first time the devices were used in a procedure. It was reported that there was a five minute delay in the procedure due to the event as unspecified spare devices were available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit passed all manufacturing specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.